Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined. Rationale: no CAPA is required.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c during use. There were 10 separate occurrences. The following information was provided by the initial reporter: it was reported two needle issues were insulin leaked out the side of the needle when she went to fill a new cartridge. Contact reported she was able to load cartridges but did not trust all the insulin went into cartridge and changed supplies in which the 2nd supply change had the same issue. Contact reported issue occurred 3 days ago. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: unavailable as contact reported she threw away needles. Product lot number: unavailable as contact reported she threw away needles. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.